Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited occasional under-sensing during atrial tachycardia / atrial fibrillation (at/af) episodes. The under-sensing had no impact to the device function or performance. No patient symptoms or intervention was reported.